Event description:
The black foreign matter was found inside of the sterile pouch during (B)(4) labeling process. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for foreign matter. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of four products involved with this event which is associated with mfg. Report # 9616099-2009-01499, 9616099-2009-01500 and 9616099-2009-01501.